Event description:
It was reported the patient experienced a gastrointestinal bleed while on impella support. As a result of the bleed, heparin was withheld. Prior to impella insertion, the patient had renal disfunction, however the patient's renal function may have decreased due to the hemolysis the patient experienced. The patient's prognosis was poor, and the decision was made to withdraw care of the patient. The pump was explanted, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-01954 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 67-year-old male patient presenting for impella implant. During support, it was noted that the patient developed hemolysis. As a result of the condition, the patient was administered an unknown quantity of blood products. Patient support continued following the intervention.